Manufacturer narrative:
(B)(4)

Event description:
Low sensing was noted the ra lead and the fluoroscopy revealed the lead had dislodged. The helix was immobile and the lead was replaced. The patient in is good condition following the procedure.

Manufacturer narrative:
As received, a complete lead was returned with the helix fully extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found the inner coil to be over-torqued at the connector region which is consistent with that occurring at the time of explant. After cutting the lead, cleaning the helix and applying torque directly to the inner coil, the helix was able to retract and extend. The full helix extension length measured within product specification.